Manufacturer narrative:
(B)(4) 2 of 2 initial.

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components are reported under three separate medical device reports: (1) companion 2 driver s/n (B)(4) (MFR report # 3003761017-2016-001230; companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00124), and companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00125). The customer reported that the companion 2 driver was tested prior to the implant surgery and passed the system check. The customer also reported that the companion 2 driver was supporting the patient in the intensive care unit (ICU) and that a nurse is always present. The customer also reported that on sunday morning (B)(6) 2016, the companion 2 driver stopped suddenly without any audible alarms in advance. The syncardia clinical support specialist also reported that the doctor came into the hospital room when the driver stop occurred, although it is unclear if the nurses called the doctor into the hospital room. The customer also reported that the doctor in charge quickly inserted replacement external batteries and the driver started pumping. The customer also reported that the doctor stated that "the driver may have stopped a few seconds - around ten seconds only." The customer also reported that the driver's alarm history showed several "low external battery," "very low external battery," "emergency battery" and "computer malfunction" alarms. The customer also reported that the nurses confirmed that they did not hear any alarms, only an alarm when the driver stopped. The syncardia clinical support specialist also reported that another doctor was present in the hospital room and confirmed that the driver stopped and the driver exhibited an alarm afterwards. The doctor immediately exchanged the driver's onboard batteries and the driver began working again. The customer also reported that a disconnected power cord could not be confirmed as a reason for the depletion of the external batteries and internal emergency battery because the driver was plugged in to external wall power all the time. The customer also reported that on sunday evening, (B)(6) 2016, the patient was switched to the backup companion 2 driver. The customer also reported that the doctor said there did not appear to be an adverse impact on the patient as a result of the companion 2 driver reported stop, and the patient is still intubated because of pneumonia. The companion 2 driver and the two external batteries that were installed in the driver at the time of the reported driver stop will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. Visual inspection revealed no physical anomalies. The battery's smbus (system management bus) data did not reveal any anomalous values or issues with communications. The companion external battery passed all functional testing and did not exhibit any anomalous data or behavior. The companion external battery s/n (B)(4) was returned to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of the complaint and is closing this file. (B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components are reported under three separate medical device reports: companion 2 driver s/n (B)(4) (MFR report # 3003761017-2016-001230; companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00124), and; companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00125). The customer reported that the companion 2 driver was tested prior to the implant surgery and passed the system check. The customer also reported that the companion 2 driver was supporting the patient in the intensive care unit (ICU) and that a nurse is always present. The customer also reported that on sunday morning (B)(6) 2016, the companion 2 driver stopped suddenly without any audible alarms in advance. The syncardia clinical support specialist also reported that the doctor came into the hospital room when the driver stop occurred, although it is unclear if the nurses called the doctor into the hospital room. The customer also reported that the doctor in charge quickly inserted replacement external batteries and the driver started pumping. The customer also reported that the doctor stated that "the driver may have stopped a few seconds - around ten seconds only." The customer also reported that the driver's alarm history showed several "low external battery," "very low external battery," "emergency battery" and "computer malfunction" alarms. The customer also reported that the nurses confirmed that they did not hear any alarms, only an alarm when the driver stopped. The syncardia clinical support specialist also reported that another doctor was present in the hospital room and confirmed that the driver stopped and the driver exhibited an alarm afterwards. The doctor immediately exchanged the driver's onboard batteries and the driver began working again. The customer also reported that a disconnected power cord could not be confirmed as a reason for the depletion of the external batteries and internal emergency battery because the driver was plugged in to external wall power all the time. The customer also reported that on sunday evening, (B)(6) 2016, the patient was switched to the backup companion 2 driver. The customer also reported that the doctor said there did not appear to be an adverse impact on the patient as a result of the companion 2 driver reported stop, and the patient is still intubated because of pneumonia.